Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Monitor sn (B)(4) was returned to zoll manufacturing corporation. The evaluation is still underway. Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal. During the transition to the 5 hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as sinus tachycardia exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Secondary causes were oversensing of a low-amplitude cardiac signal and motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was in the kitchen and having chest pain at the time of the event. It was reported that the patient was mentally handicapped and was trying to press the screen instead of the response buttons. A rapid sinus tachycardia rate, motion artifact, and oversensing of a low-amplitude cardiac signal contributed to the false detection. Per review of the downloaded software flag data, the response buttons were not used during the entire event. The flag data indicated that the pulse was only 4j and had an impedance of 0 ohms. Investigation into similar events indicate that the low energy shock and 0 ohm impedance measurements was likely due to the pulse being delivered into an open load, due to poor contact between the therapy electrodes and the patient's skin at the time of the attempted treatment. The patient was evaluated in the hospital and continued use of the device.